Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, the stent was missing. The 70% stenosed lesion was located in the 3mm interventricularis anterior (iva). The lesion was pre-dilated with an unspecified balloon. The taxus liberte 2.75mm x 12mm stent delivery system (sds) was advanced to the lesion, however, following inflation of the balloon it was noted that the stent was missing. It was further reported that the stent had not dislodged inside the patient. The sds was removed and the procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
The device was disposed of at the user facility, therefore, a technical analysis was unable to be performed. A review of the device history record (DHR) for this batch number found that the device met its material, assembly and product specifications. The most probable root cause can be attributed to handling. Product unavailable for analysis.